Manufacturer narrative:
According to the service report#43461823 dated on 2020-09-22 the technician performed as follows: the double-head pump displayed "beltslip" error. One of the wires of the tacho board was found broken. The technician welded the cable and tested the device. After that the pump works to factory specification. The reported failure was "error message: beltslip". The most probable root cause could be determined to a broken cable of the tacho board. The reported failure "beltslip" could be confirmed. The reported failure "beltslip" did not happen during treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
The hl20 double head pump displayed the error message: "beltslip". Reference number: (B)(4).